Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) novum iq syringe pump experienced occlusion alarms while administering lipids. These alarms occurred in the neonatal intensive care unit during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.